Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer¿s blood glucose level. Technical support provided information to reset the pump, assisted with the reset, and advised the customer to monitor for any recurring malfunction codes, allowing continued use of the pump. The customer understood the instructions and acknowledged them.